Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and a slow loss of stimulation sensation following a fall to her knees about a month ago. It was also noted that her programmer would not communicate with the neurostimulator and would not turn off. She was at home in fair condition. Additional information was requested.